Manufacturer narrative:
The correct implant details have been obtained and updated.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2025. It is unknown if there are plans tore-implant the patient as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced a recurrent infection at the implant site and was hospitalized (specific date and duration not reported).

Event description:
Per the clinic, an IV antibiotics was administered due to pain and sore at scar area. The implanted device remains.

Manufacturer narrative:
The device information has been updated to reflect the correct explanted device. Correction: this MDR was a duplicate. Any further information will be provided with report number 6000034-2025-02606.